Event description:
Reporter alleged obtaining a discrepant blood glucose result of 179 mg/dl on the compact plus system compared back to back with a result of 94 mg/dl on the doctor's system when testing was performed less than 10 minutes apart. Reporter stated at another time, a result of 250 mg/dl was obtained on the compact plus system compared to a result of 100-199 mg/dl on the doctor's system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.